Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Health professional marked instead of company representative.

Event description:
It was reported that surgeon used a fastfix curved device and failed during a meniscal repair. Surgical technique followed as per usual. The anchor disengaged when surgeon pulled on the suture to tension and tighten the knot. All pieces were taken out of the patient. Two more fastfix devices were used and were implanted successfully. Procedure was completed with no significant delay and no other incident occurred.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that surgeon used a fastfix curved device and failed. Surgical technique followed as per usual. The anchor disengaged when surgeon pulled on the suture to tension and tighten the knot. All pieces were taken out of the patient. Two more fastfix devices were used and were implanted successfully. Procedure completed and no other incident occurred. No samples to send.